Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 789 mg/dl, "cellulitis, congestive heart failure, [and] fluid in lungs"; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, and magnesium. Customer was discharged 5 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.